Event description:
It was reported that this patient presented to the emergency room due to hearing beep tones. This right ventricular (rv) lead exhibited one high shock impedance measurement, measuring greater than 145 ohms. The patient performed provocative maneuvers, but the shock impedance measurements were lightly above 100 ohms and the maximum observed was 120 ohms with arm raised. The shock impedance high limit was reprogrammed to 150 ohms and the plan is to have the patient follow-up in a few months. An x-ray was performed, and no fracture or dislodgement was noted. No adverse patient effects were reported. This rv lead remains in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this patient presented to the emergency room due to hearing beep tones. This right ventricular (rv) lead exhibited one high shock impedance measurement, measuring greater than 145 ohms. The patient performed provocative maneuvers, but the shock impedance measurements were lightly above 100 ohms and the maximum observed was 120 ohms with arm raised. The shock impedance high limit was reprogrammed to 150 ohms and the plan is to have the patient follow-up in a few months. An x-ray was performed, and no fracture or dislodgement was noted. No adverse patient effects were reported. This rv lead remains in-service.